Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was slow to respond to commands via touch screen. The customer stated that although the cursor responded correctly, the program seems to respond very slowly after a command. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.